Event description:
Email from pt's healthcare professional dated (B)(6) 2014 at 11:30 am. It is with extreme sadness that I inform you all of the passing of (redact) on (B)(6). (Redact) was declared deceased at 1729 in the (redact), it has gone to the coroner. I spoke with (redact), (redact) mum just now. (Redact) has been unwell lately, was finding it difficult to walk, having to sit down frequently due to being out of breath. On saturday afternoon (redact)'s bg levels were high, she did not check her ketones. She collapsed, went very pale and made gasping noises, her mother called the ambulance at 1630, she was unresponsive, asystole on first rhythm check by ambulance, CPR was commenced at the scene, (redact) was intubated. She presented to ed in asystolic arrest but was unable to be revived. According to (redact) the coroner declared the death due to dka and atherosclerosis causing a heart attack. On presentation to ed ph 6.65, bg level 65.9, ketones 6.7. Dka and atherosclerosis causing a heart attack.

Manufacturer narrative:
This incident took place in (B)(6). A f/u or final report will be submitted no later than (B)(4) 2014.